Event description:
It was reported that when the ht command 14 guidewire was removed from the package, a chip in the teflon was noted. It was thought that the teflon coating was chipped prior to removal of the device from the packaging. Therefore, the guidewire was not used in the patient anatomy. There was no patient involvement and no clinically significant delay in the procedure. The procedure was successfully completed with another ht command 14 guidewire. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated tip was unable to be confirmed; however, it is possible that the noted polymer damage was the issue the account was referring to. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported peeled / delaminated tip. Factors that may contribute to a peeled or damaged tip after unpackaging include, but are not limited to, damage incurred during manufacturing, damage during shipping, and/or inadvertent mishandling during unpackaging. In this case, based on the information provided and the condition of the returned device, it is unknown what may have caused the reported peeled or damaged tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.